Manufacturer narrative:
The root cause of the incident is unknown at time of the intitial report. The complaint device will be returned for an evaluation. The DHR review which exames the DHR, ncrs, and ecos will be done as part of the root cause investigation.

Event description:
The problem was described as: "6f x 45cm catapult sheath used over the aortic bifurcation via a cfa approach. Very difficult to pass into artery (scarred groin, but despite this, harder than anticipated compared to my usual choice of destination sheath). Catheters used include 5f terumo navicross, 5mm shockwave ivl balloon, 5mm bd lutonix balloon, low profile 5mm 0.018 sterling balloon. Sheath accepted all devices without issue. Failure of sheath during withdrawal. Removed a short segment before it fractured and unravelled. Amplatz wire passed into aorta and sheath removed with wire support to allow capture of sheath in event of complete fracture inside the patient." What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? The device needed removing as it completely snapped. What is the next course of action? Investigate and customer response letter. Patient present at time of event? Yes patient complications: blood loss / hemorrhage in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes please describe the way in which the device or procedure caused or contributed to the patient complication? The sheath completely disintegrated see photos and meant there was no haemostatic seal in the vessel. Type of procedure: sfa angioplasty and shockwave. As reported device codes: 1280: difficult to advance into artery, 1188: detachment of device or device component. As reported patient codes: 9128: hemorrhage. Device/procedure outcome: device - no information available, procedure completed via alternative method. Patient outcome: f2301: additional device required.

Manufacturer narrative:
Initial report submitted on (B)(6) 2025 per MFR#: 3003637635-2025-00001. The DHR review showed that there is no production or design issue that can lead to the defect which caused the complaint case. According to the additional information provided by the customer, the dialator was not used during sheath removal. According to the IFU of the device, dialator usage during sheath withdrawel is a must. The root cause has been established as user error.

Event description:
The problem was described as: "6f x 45cm catapult sheath used over the aortic bifurcation via a cfa approach. Very difficult to pass into artery (scarred groin, but despite this, harder than anticipated compared to my usual choice of destination sheath). Catheters used include 5f terumo navicross, 5mm shockwave ivl balloon, 5mm bd lutonix balloon, low profile 5mm 0.018 sterling balloon. Sheath accepted all devices without issue. Failure of sheath during withdrawal. Removed a short segment before it fractured and unravelled. Amplatz wire passed into aorta and sheath removed with wire support to allow capture of sheath in event of complete fracture inside the patient." What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: the device needed removing as it completely snapped. What is the next course of action? Investigate and customer response letter. Patient present at time of event? Yes. Patient complications: blood loss / hemorrhage. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? The sheath completely disintegrated see photos and meant there was no haemostatic seal in the vessel. Type of procedure: sfa angioplasty and shockwave. As reported device codes: 1280: difficult to advance into artery, 1188: detachment of device or device component. As reported patient codes: 9128: hemorrhage. Device/procedure outcome: device - no information available, procedure completed via alternative method. Patient outcome: f2301: additional device required. On (B)(6)2025, customer provided below additional information. - can you please describe the patient anatomy during operation? Left femoral access with sheath placed over aortic bifurcation to the right cia. - in which body part did the incident occur? Failure of device occurred during sheath removal. - was there increased resistance felt during the procedure (e.g. Due to calcification or scar tissue)? Scarred left cfa from previous femoral endarterectomy. Not a challenging aortic bifurcation with only modest aorto-iliac calcification. - was the dilator used during sheath removal? No. It wouldn't be standard practice to reinsert dilator for removal. Sheath removed over guidewire as per our standard practice.